Event description:
A customer contacted baxter to report a blood leak that occurred on an aquaset device after an h12 filter exploded during use. The patient was receiving treatment on the aquarius hemodialysis machine and nursing staff were alerted to the problem when the patient monitoring system alarmed with a low blood pressure. The blood was seen to be leaking from the filter at the return end and it is believed the leak was at the connection of the clear filter casing and the blue return end. The aquarius machine did not give any alarms when low blood pressure was noted on patient monitoring system. The patient was quickly disconnected and the machine stripped. The patient suffered both the low blood pressure and a drop in hb from approximately 9 to 6 and required a blood transfusion (possibly 2 units of blood). At time of the call, patient was stabilized. The patient was then treated on another aquarius machine with a hf12 filter from a different lot number.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review could not be performed because the lot number was not known. An assignable cause was not identified. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).